Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it will not oscillate -frozen. It was noted there was an unknown liquid found internally, bearings, housing and coupling pin were corroded, set screw was bent, o-rings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the oscillations on the sagittal saw attachment device were abnormally slow. It was reported that there was a five minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.